Event description:
Patient undergoing continuous replacement renal therapy (crrt) when the crrt machine alarmed error message "communication error 7" "turn off machine, disconnect return line, use crank to manually return blood". This patient lost all blood return in machine and required blood product transfusion, increase in medication and impella support. Reportedly, this is the result of a coding error when the new updates were written. This facility does not own this machine. Dialysis services are contracted out to an outside dialysis company who have ownership of machine. This facilities patient was affected.